Event description:
It was reported a ventricular fibrillation episode was observed via remote monitoring system. When checked with the programmer no such episode was found. The episode was classified as a normal fast rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.